Manufacturer narrative:
(B)(4). Device manufacture date: august 7, 2016 thru august 23, 2016 device evaluation: result - a review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6225567. One used iag 22ga unit in an opened package from the lot number 6225567 was received. The unit consisted of the needle safety barrel assembly and needle cover. A visual/microscopic examination was performed. It was observed that the needle was partially retracted into the safety. Damage was observed on the grip of one unit. The damage was facing inward and in the area at the bottom of the grip where it connects to the barrel. A functional test (needle retraction) was performed. The needle was pushed and reposition to the out position; depressed the white button at which point partially retracted into the safety barrel. The damage observed on the grip inhibited on full retraction. Conclusion - the customer's indicated failure was confirmed with the returned unit. The returned unit displayed damage to the grip component. This damage inhibited a full retraction of the needle into the barrel upon activation. The plug probe and the load barrel stations in the indicated zone have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint sample. Mechanics perform alignments when misalignments are found during production. Bd manufacturing was notified of this incident and the findings.

Event description:
It was reported that the suspect device did not retract properly.